Event description:
A malfunction was reported on a pump, with no notable events occurring prior to this. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.